Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was with her sister but between 5 to 10 minutes after her sister left, the patient passed out. Prior to passing out, the patient was asymptomatic. The patient stated her insulin pump continued pumping insulin based on the cgm readings. This caused the patient's blood glucose to decrease. The school secretary found the patient unconscious and called an ambulance. A blood glucose reading was taken which was 26 mg/dl and the cgm was reading 211 mg/dl. The patient was taken to the hospital and was treated there with IV glucose. At the hospital they raised her blood glucose and checked and monitored her heart and kidneys. The patient recovered and was discharged the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.